Manufacturer narrative:
The device remains implanted and is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms.

Event description:
On (B)(6), 2018, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. On an unknown date, the aneurysm enlargement (unknown amount) due to the type ii endoleak originating from the inferior mesenteric artery was observed. On (B)(6), 2021, the patient underwent reintervention. The inferior mesenteric artery was embolized via the superior mesenteric artery. The patient tolerated the procedure. No further adverse events have been reported.